Event description:
It was reported that physician found a pin hole like leak in the patients artificial urinary sphincter (aus) cuff. This is the second time the patient has fluid leak at cuff. All components were explanted and a new aus was implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of hole/perforated and fluid leak were confirmed via product analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole fluid leak was identified in the cuff shell. The damage that was found is consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the cuff component. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that physician found a pin hole like leak in the patients artificial urinary sphincter (aus) cuff. This is the second time the patient has fluid leak at cuff. All components were explanted and a new aus was implanted.